Event description:
The clinician reports the implant was inserted 2023 in ada 19. On 2024-02-20, non-osseointegration was verified. Patient presented with inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.